Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that he removed a sensor, and noticed that the cannula was shorter than it should be. The customer stated that the sensor was inserted in his buttocks with no problem, and only wore it for 30 minutes before removing it. The customer was concerned that part of the sensor may have broken off underneath his skin. Advised the customer to seek medical assistance. Advised the customer that the sensor would be replaced. Nothing further was reported.

Manufacturer narrative:
Inspected one opened and used sensor. Performed a visual inspection. Found electrode peel back (retract) from the tubing's insertion needle. Unable to confirm sensor damage due to customer returning the product opened and used.